Manufacturer narrative:
Returned product consisted of an ams 800 occlusive cuff, and a control pump. The cuff component was visually inspected, microscopically examined, and tested for leaks. A cuff leak was identified in the cuff pillow. The damage is consistent with wear at a corner of a fold. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. The pump was not functionally tested because a malfunction was identified in the cuff component.

Event description:
It was reported that the patient underwent a revision procedure due to cuff leak with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted.

Event description:
It was reported that the patient underwent a revision procedure due to cuff leak with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted.